Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and will be discarded. The root cause is currently being investigated under CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Event description:
The customer found the scan and control room filled with smoke. The smoke alarms went off and the fire department were alerted and came onsite. No pt was involved.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor ruptured during priming. There was no patient injury or medical intervention reported. No additional information is available at this time.